Event description:
The reporter stated that the down arrow and the ok buttons were intermittently responding and requiring multiple presses to elicit a response. The reporter confirmed that there was no damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the display screen was found to be dim and miscolored.